Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the 511sd trocar jammed safety shield. Found part in abdomen of the pt. The part was removed and continued as the case, no further consequence to the pt.